Manufacturer narrative:
Date of event is estimated. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer report number: 3006705815-2023-03187. It was reported that both of the patient's leads migrated. As a result, surgical intervention was undertaken wherein the patient's leads were explanted and replaced. Effective therapy was established postoperatively.